Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a routine computed tomography (CT) scan which showed evidence of outflow graft thrombus. There were no abnormal events or alarms related to the ventricular assist device (vad) or parameters. The patient had a lowered international normalized ratio (inr) target of 1.8 to 2.2 secondary to bleeding. There were no changes to pump parameters. No additional treatment was performed. The patient had not yet been re-evaluated to see if the thrombus had been resolved.

Manufacturer narrative:
B1 ¿ type of report: corrected. H6 - medical device problem code: corrected. Manufacturer's investigation conclusion: the reported suspected thrombus could not be confirmed through this evaluation as the pump remains in use and no images or log files were submitted for review. The patient remains ongoing on heartmate 3 lvas, (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including pump thrombosis and bleeding, that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 6 of the IFU, ¿patient care and management¿, provides the recommended anticoagulation regimen, including international normalized ratio range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had a lowered international normalized ratio (inr) target of 1.8 to 2.2 because of a prior gastrointestinal (gi) bleed on (B)(6) 2022 (MFR # 2916596-2025-04988).